Event description:
It was reported that a patient presented for initial implant procedure. During procedure it was noted that the left ventricular lead had noise and low impedance. After several attempts to resolve the issue the physician elected to not use the lead and use another lead. Patient was recovering post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.